Event description:
Home pt(hp) reported presenting to the hosp for a stroke on the morning of 07/26/1999 after completion of apd therapy using the homechoice cycler. Health care professional(hcp) states the hp was hospitalized for 6 days. Hp states prior to stroke, she had no difficulty using the homechoice cycler; however, encountered repeated "check heater line" alarms during first use of the homechoice cycler on 08/01/1999, after hosp release. Husband of the hp subsequently requested a replacement homechoice cycler and noted the line of the homechoice set had been pinched at the exit of the door of the homechoice cycler. Both the hp and the hcp do not attribute the stroke to the homechoice cycler.